Event description:
The customer alleged that she performed a control test using her contour meter and received a result of 422 mg/dl. A normal control range was not provided, but should be around 100-140 mg/dl. While customer service was attempting to gather additional info, the customer disconnected the call. Attempts to contact the customer were not successful. No product will be returned for evaluation.